Manufacturer narrative:
The reason for this second revision surgery was a broken base plate screw after 3.4 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. (B)(4). One nonconformance is pertaining to incomplete coating (qty. 1). This part was scrapped. The other nonconformance is for coating at the base of shaft that extends beyond the boundary "x" (qty. 1). This part was accepted as per the justification "small specks will not affect function". This nonconformance did not contribute to this complaint. (B)(4). This is the first complaint from this lot. The root cause for the base plate screw is a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the baseplate screw broke due to the patient falling.